Event description:
Oversensing on the ventricular and atrial channel and also a insulation failure was reported. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. There was no particular complaint about the device performance. The leads and the ICD were explanted.

Manufacturer narrative:
Combination product: yes, the lead under complaint was found cut 8.5 cm distal to the is-1 connector pin (into 2 fragments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through approximately 16.5 cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The above-mentioned insulation abrasion is assumed to be the root cause of the reported oversensing in the atrial channel. Furthermore, several additional cuts along the insulation and a stretched conductor coil was found at 40 cm distal to the is-1 connector pin. These damages probably occurred during the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.